Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, event problem and evaluation codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a broken pole clamp, cracked enclosure, and bent micro switch. The reported issue was confirmed during functional testing when the device alarms were determined to be out of calibration, which was traced to the pots on the printed circuit board. The condition of the component was attributed to wear caused by usage and the age of the device. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Event description:
It was reported that the device continuously alarmed and would not shut off. There has been no report of patient involvement, no observable clinical symptoms ,or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI number is unknown; no information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.